Manufacturer narrative:
(B) (4) - the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
The patient experienced a "rush" and "mental status change" for up to two days after a pump refill session would occur. The patient stated that pain relief has not been effective since the implant in 2009 in comparison to her previous pump. The pump and catheter were replaced. There was no patient injury. The patient recovered without sequela. The medication being delivered via the device system was fentanyl.